Event description:
It was reported that the patient had increased pain following an MRI being performed on her wrist about two months prior to report. The patient had tendonitis in her wrist with inflammation and swelling that appeared to be unrelated to the infusion therapy. She was prescribed medication to address both issues, which appeared to be working. Additionally, the patient was experiencing 'problems' with her hips and aching in her legs. Due to the patient's increased pain, she was given an infusion dose increase with an additional daily bolus. After the dose was increased from 2.2 to 3.25, the patient 'felt wonderful.' It was noted that there had been cases where an attempted bolus would be denied. It was also reported that the pump would move around a little bit due to the healthcare provider's refill technique. The drug used in the system was morphine.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the cause of the event was the programmer due to the rolling clock. The patient needed education. There was no injury.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).